Event description:
The patient reported loss of stimulation and pain at the pocket site. It was reported that during a lead revision surgery, the physician relocated the patient's pocket site and implanted a new ipg. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient weight not available. Device was returned for analysis and findings concluded that the device exhibits normal device characteristics. Additional suspect device components involved in the event: model: sc-2138-50 description: phase iii linear lead - (50 cm) model: sc-2138-50 description: phase iii linear lead - (50 cm) this is a final report.